Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 anchors; however, it is unknown which anchor; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: swiftlock anchor, 1192, mrc, us, model: 1192, UDI: (B)(4), batch: 7627558.

Event description:
It was reported that the patient had a notable bump with discomfort at the anchor site due to the anchor coming loose; furthermore, it was reported that the patient experienced ineffective therapy and was unable to enter MRI mode due to a high impedance issue. To address the issues, the lead and anchor were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op. It is unknown which anchor caused/contributed to the event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.